Event description:
It was reported that the 6800 system was missing data. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system was found to be working as intended, and put back into service.